Event description:
A customer reported that during a cataract extraction procedure, the aspiration stopped. The customer attempted to troubleshoot by replacing the tip, handpiece, and then the pack. The system was rebooted and the case was completed following a forty minute delay. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and verified the system's parameters. Preventative maintenance was performed. The system was then tested and met product specification. No samples were returned for evaluation and no additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. However, the system event log was reviewed and no system messages related to the reported event were found. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event cannot be determined. (B)(4).